Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "leaking." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device, identified an opening, yellow particles on the surface of the shell, crease fold, and wear abrasion. A leak test was performed, and found an opening on the posterior. A microscopic analysis was performed, which identified a sharp opening in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment: is a sharp opening on posterior side assessed, as a unidentified (tear) opening.

Event description:
Healthcare professional reported, right side "leaking". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "leaking." Device has been explanted.